Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called because she had problems with her sensor readings and bent cannulas. Customer indicated that her sensor had incorrect reading, doesn't accept the calibrations and when she continues to input her calibrations she gets a change, lost and calibration sensor alerts. Customer mentioned that she was hospitalized on (B)(6) 2014 because of her magnesium and blood glucose was too high. Customer blood glucose was 213 mg/dl. No additional information provided.